Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: visual inspection shows moisture condensation inside the pump on the display screen. The pump is cracked between the display lens and the case sealing; a case seal leak is concluded. Keypad rubber is undamaged, all buttons respond intermittently to presses, the keypad was removed from the base, contamination was found to all key¿s contacts. .pump was opened, moisture corrosion was found to the keypad flex/connector, to the printed circuit board , and to the force sensor plate. .force sensor resistance is above specification at 12k ohms. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.